Event description:
Info was received that this device was explanted due to infection.

Manufacturer narrative:
Device eval summary: the product was returned and analyzed. Hi-pot was unable to be performed as the helix was not returned. The connector end was received back with 14.2 cm of the coil being stretched making the total lead length 67 cm. The large boot od and connector pin length met specification. There were abrasions and cuts along the tubing. There also appeared to be body fluids on an inside the lead. Review and confirmation of mfg records was performed. Controls are in place throughout the mfg procedure such was washing the lead prior to packaging to reduce foreign material. Additionally, the lead is sterilized by ethylene oxide sterilization. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time as the device is part of several implanted components that comprise a pacing system, the source of infection cannot be determined. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.